Manufacturer narrative:
A medtronic representative reported that the site was having issues with the imaging system becoming unresponsive when attempting to switch between 2d and 3d modes. It was also observed that the mobile view station (mvs) was becoming unresponsive intermittently at different points in the boot up process. No patient was present during the time of the reported incident. The imaging system functioned properly after re-booting it at a later time that day. An onsite inspection was scheduled for a later date. During the inspection, the issue was unable to be replicated. The logs were sent to the manufacturer for a software investigation. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site was having issues with the imaging system becoming unresponsive when attempting to switch between 2d and 3d modes. It was also observed that the mobile view station (mvs) was becoming unresponsive intermittently at different points in the boot up process. No patient was present during the time of the reported incident. The imaging system functioned properly after re-booting it at a later time that day. An onsite inspection was scheduled for a later date.